Event description:
As the surgeon began to place calaxo screw insitu, the screw broke into three pieces. Malfunction report confirms the pieces were removed with forceps. They had a back-up screw available, but it was a different size. There were no reported issues with the back-up screw. Technique and site preparation are unknown at this time.

Manufacturer narrative:
Device has not been returned for evaluation.